Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. Event history log was reviewed and found cassette not attached properly error. Service history was reviewed and no relevant service history found within review period. Visual inspection found downstream occlusion (dso) seal delaminated. The complaint was confirmed with dso sensor test. Recalibrated dso sensor and device passed dso sensor test. Complaint of error code 46228 was not confirmed and could not duplicate. Device passed verification testing post repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 46228 and a "cassette not attached" error. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.